Manufacturer narrative:
(B)(4). Date sent: 11/29/2022.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2022 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 0847 pad was returned with no apparent damage. The pad was connected to the generator and no anomalies were noted. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch gs21004207, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2022 only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No serial number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequence related to this event? If yes please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a spine procedure the bovie pencil was arcing. The staff in the room placed a sticky pad on the patient and unplugged the megasoft pad. They noticed when the anesthesiologist touched the patient's hand, it delivered a shock. The patient was not in contact with metal as far as they know.